Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial #: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 17-may-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2019-jan-17 regarding a patient receiving morphine (dose and concentration unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that between (B)(6) and (B)(6) (closer to (B)(6)), the patient was not getting pain relief. It was noted that when they removed the pump during the patient's last surgery they discovered a tear in the tubing and the drug was loose in the patient's body. The patient reportedly had so much drug in her body that they decided not to transfer the medication to the new pump. It was noted that the pump was turned on at a low dose and the patient was told she would be allowed a bolus every 4 hours and 6 boluses per day. The patient reportedly used to get a bolus every 3 hours. The patient was to follow-up with a healthcare provider. No further complications were reported or anticipated.